Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced infusion set tubing detachment. Infusion set was in use for 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.